Event description:
The pt was reported to have elevated serum markers, and possible myocardial infarction post-procedure after deployment of a cypher stent. The pt had an elective index procedure with the indication being stable angina. The pt's ejection fraction was reported to be 50%. The target lesion was the distal circumflex. The lesion was reported to be: in a native vessel, with little or no calcium, de novo, vessel diameter 2.25 mm, and a lesion length of 8 mm. The flow was reported to be timi 3. A cypher 2.5/23 mm stent was deployed after pre-dilation.